Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe and remained in the orange cap. The following information was provided by the initial reporter: "I have been using bd syringes since 2003, and I have never had a complaint about the qualityofthe syringes until now. I just opened bag number 9343396-b, (B)(6) , and ialready have two syringes that I cannot use. In the last six months to a year, I have found that forat least every pack often syringes, I have one and sometimes two syringes, where I cannotremove the orange cap over the needle. No matter how hard I try to pull or twist, it just won'tcome off. Some have even broken offinside the orange cap. On one occasion, the back oftheplastic bag that holds the syringes wasn't sealed shut and the syringes fell out ofthe bag."